Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high shock impedance measurements greater than 125 ohms and increased threshold measurements of 2.5 volts. Technical services (ts) suggested performing low and maximum energy shocks to check the lead connection. Additional information indicated an xray was not performed. The device was reprogrammed to take the proximal coil out of the configuration which resulted in normal impedances. The field representative suspects the issue to be with the proximal port setscrew. He indicated that dft's would be performed to test the new programming. If it did not work, a revision would be scheduled. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Our records indicate that this lead remains implanted. If additional information is received, this report will be updated.

Event description:
Additional information indicated that this lead was surgically abandonded for an unknown reason.